Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Dob - unknown date in january 1962.

Event description:
Attempts have been made and no further information has been provided.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2019-04212.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2019-04212.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Patient identifier: (B)(6). (B)(4). Concomitant medical products: part: unk, unk head, lot: unk; part: 110024465, g7 dual mobility liner 46mm g, lot: 143090; part: unk, unk stem, lot: unk; part: ep-200152, act artic e1 hip brg 28x46mm, lot: 726800; part: 010000666, g7 pps ltd acet shell 58g, lot: 6320695. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: head: 0001822565-2019-02464, liner: 0001825034-2019-02566.

Event description:
It was reported that a patient was revised and subsequently was revised again approximately 2 weeks later due to dislocation. The stem, liner and head were revised during this surgery. Attempts have been made and no further information has been provided.